Manufacturer narrative:
A portion of the device was returned and evaluated. Inspection of the small piece of the device revealed that the fracture only occurred on one side of the implant, indicating that the inserter may not have been fully aligned during insertion. It is likely that this misalignment led to the failure seen. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device installation, including maintaining on-axis alignment between inserter and implants.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a section of the end of a cage around the threads cracked off during installation within surgery. The small fractured piece was removed but the surgeon decided to keep the installed cage in place within the patient. There were no reports of patient harm associated with this event.